Event description:
This is 1 of 3 reports linked to mfg report numbers 3004608878-2025-00181 and 3004608878-2025-00182: a distributor reported that the mayfield system (a2101 mayfield ultra base unit) loosened during a surgery. There was no surgical delay or serious injury.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the base unit showed no defects nor flaws. For preventive maintenance (pm), the handle assembly's shock cushion and the cam link support pin were removed and must be replaced. The adjustment wrench is missing and must be added to the unit. After completing the reassembly, and the adjustment of the base handle, the unit¿s function must be tested. The pm was performed and, after completing the repair, the unit successfully passed a function test. Root cause - the complaint is not confirmed as the evaluation found no device deficiencies that would have contributed to the reported complaint. The unit required preventive maintenance due to routine use and wear. The probable root cause of the reported complaint is improper or suboptimal placement of the mayfield system on the patient. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: b3, g3, g6, h2, h11. Additional information received as follows: what is the name of the healthcare facility where the problem occurred? (B)(6). Can you please confirm whether the patient was under anesthesia when the problem occurred? The patient was under general anesthesia. Was the medical team able to complete the surgery? The surgery was completed. If so, how did the medical staff complete the surgery (using a replacement device...)? What type of surgery was in progress when the problem occurred? They continue using the same device, otherwise they would have closed and interrupted the surgery - removal brain injury. What is the date of the problem? (B)(6).

Event description:
N/a.